Manufacturer narrative:
Sorin group (B) (4) manufactures the s3 roller pump. The incident occurred at (B) (6) hospital in (B) (6). This medwatch report is filed by sorin group USA on behalf of sorin group (B) (4). Please note that this MDR is being filed late due to a recent change in sorin group (B) (4) medwatch reporting criteria and subsequent review of past complaints to the new criteria. The customer reported that the s3 roller pump stopped during use in an ECMO procedure and was hand cranked until restart occurred. The instructions for use state to use hand cranking to continue or conclude an operation as a solution to a pump stoppage. In addition, it is recommended to have the use of a backup pump to mitigate the effect of a failure. Visual inspection of the returned pump revealed no anomalies. The pump was operated for 24 hours under normal conditions and then subjected to an endurance test 200 hours. The level, bubble and pressure controls operated according to specifications. The problem could not be reproduced. In addition, after pt treatment was discontinued, the pump was removed from service by the medical electronics department at the hospital. The pump was run for three to four days without incident. Sorin group deutschland concluded that problem could have occurred as a result of an intended intervention by external equipment such as the level, bubble, and/or pressure control or by pressure control by equipment or parts not related to the s3 system. The instructions for use state "the s3 system has been qualified only for durations appropriate to cardiopulmonary bypass procedures and has not been qualified, through in vitro, in vivo, or clinical studies, for long term use as a bridge to transplant, pending recovery of the natural heart, or extracorporeal membrane oxygenation (ECMO) procedures."

Event description:
During an ECMO procedure, the pump stopped. There were no apparent alarms. The pump was then hand-cranked until the pump restarted and functioned normally. There was no report of pt injury.